Event description:
It was reported that the patient experienced potential ventricular tachycardia (vt) following dialysis. Telemetry from the cardiac resynchronization therapy defibrillator (crt-d) was displaying a heart rate over 100 beats per minute (bpm) while manual vitals was providing a rate of 70 bpm. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.